Event description:
It was reported that the emboshield nav6 retrieval catheter was unable to pass through the proximal segment of the deployed xact stent in the right internal carotid artery. After the stent was post dilated and the shuttle sheath was advanced passed the proximal segment of the xact stent, the retrieval catheter was advanced and the nav6 filter was removed from the pt. There were no reported adverse pt effects. The pt was discharged the following day. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The product which was used during the procedure was not returned which could have aided in the determination of the cause, however, the difficulty experienced during the procedure can be affected by numerous factors, including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and/or partially apposed stent. A review of the finished product/lot history record did not reveal any findings relevant to this investigation. There is no indication of a product quality deficiency. Based on available information, a conclusive cause appears to be related to the operational context of the device and it is not necessarily an indication of a product deficiency.